Event description:
Procedure type: eye surgery. According to the reporter: the needles and suture of the first two suture that the surgeon attempted to use on pt fell apart. No pt injury occurred but surgery time did extend longer than 30 minutes. There was no excessive blood loss, and the product did not fall into pt cavity.